Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's incision was secreting fluid. The patient's neurologist suggested keeping the incision clean/dry, using steri-strips for incision to heal properly and for the patient to wear a more supportive bra to stay out of contact with the incision. The fluid was reportedly due to 'wound healing with possible minor infection.' Antibiotics were prescribed by the neurologist. The device history records were reviewed for the implanted generator and lead. Both products were sterilized per functional specifications and passed all quality tests prior to distribution. No further relevant information has been received to date.